Event description:
A male pt reported experiencing ocular dryness, irritation, and decreased visual acuity after his eye care practitioner misused complete multi-purpose solution easy rub formula to irrigate his eyes. The pt indicated that while at the gym, spray cleaner (arsenal spray cleaner by (B) (4)) inadvertently got into his eyes (pt does not wear contact lenses). He sought treatment from his ophthalmologist, who reportedly diagnosed chemical burns, treated with anesthetic drops, used 1/2 of a 2 oz. Bottle of complete multi-purpose solution to rinse out the chemical spray and prescribed maxitrol. In follow-up with the pt, he stated the ophthalmologist used complete to neutralize the ph of the spray cleaner. The pt felt that use of complete exacerbated his symptoms and required the constant use of lubricating eyedrops for weeks to clear the irritation. He stated his vision is severely diminished. The pt was still experiencing symptoms of conjunctivitis and decreased visual acuity at last report (11/30/2009). Pt has not allowed the manufacturer to follow up with his hcp. Complaint unit was discarded and is not available for testing.

Manufacturer narrative:
A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry testing of a retained sample from the same lot is in progress.